Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported during set up the cardiosave intra-aortic balloon pump (iabp) unit had optic sensor failure. Customer replaced unit with another to avoid delay of patient care. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6). E1 initial reporter is (B)(6). Corrected fields : h6 (medical device ¿ problem code), e1 ( event site name , initial reporter ). Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit and confirmed there was a fiber optic failure. Replaced fiber optic module alone with jumper cable and fiber optic blue connector. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received part number 0012-00-1562 and part number 0997-00-1169 serial number (B)(6) with a reported unit failure of a faulty fiber optic module. The fat performed a visual inspection and found the part to be in good condition. The fat installed part number 0012-00-1562 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed the fiber optic test in service mode. Fat could not verify the reported failure for this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The fat installed part number 0997-00-1169 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed the fiber optic test in service mode. Fat could not verify the reported failure for this part. Sending the board to the respective supplier per procedure number 0002-07-d008 rev. Ap. The failure analysis and testing dept. Received part number 0670-00-1160 foim interface board serial number (B)(6) board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier tested the board and found no abnormalities. All tests passed. Board was ndf no defect found. The failure analysis and testing dept. Installed part number 0670-00-1160 foim interface board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Failure analysis received from the supplier for pn 0992-00-1017 sn (B)(6). They stated: "lamps tested - need to be changed and calibration". Root cause for this part is the lamp needing calibration. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings and component codes).